Manufacturer narrative:
Product analysis: analysis was able to confirm the broken output connectors. There was evidence of non-manufacturer service person d is assembling and reassembling the external pulse generator (epg). Analysis noted the atrial output connector was not fully installed, the hanger was cracked, the display frame had a stripped boss, both output connector nuts were loose, and the case plugs were not fully inserted into the lower case and were damaged with tool marks. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular output connector lock was broken and was no longer able to lock in a cable. The epg was returned for service. There was no patient involvement.